Event description:
The customer reported that the jaws stuck shut and the knife would not advance while in use during the case. It is unk if the device was on tissue at the time. It is also unk how, and if the jaws were reopened.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.